Event description:
It was reported that during use on a patient the 980 ventilator was in backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient the 980 ventilator was in backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit went into safety valve open when powered on and when restarted the status display showed download mode as a secondary issue. Due to this, the ventilator logs were unavailable to confirm the reported event. To resolve the secondary issue, the sp reinstalled the field programmable gate array (fpga) firmware and product software, after which the ventilator powered up correctly. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The reported issue was unable to be confirmed but potentially caused the secondary issue. The cause of the secondary issue was likely corrupted internal status information which was corrected by reinstalling the software and firmware. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.